Event description:
Backrest hinge half outer articulation has broken on one side of an enterprise 5000. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.